Event description:
The customer reported that the ortho provue analyzer did not detect weak reactivity with an rh-positive sample while performing a/b/o & rh type testing. Visual observation and repeat testing showed a weak positive result. False negative test results during a/b/o & rh type testing may lead to misclassification of pt blood type, transfusion of incompatible blood, and a hemolytic transfusion reaction. A health professional questioned the results, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. No definitive root cause could be determined. The fe performed the appropriate adjustments and returned the analyzer to expected operation.